Event description:
It was reported that the patient presented during clinical follow-up. Investigation noted that the right ventricular lead exhibited failure to capture due to dislodgement. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead dislodgement and failure to capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing, visual inspection, and x-ray examination did not identify any anomalies.